Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer a "replace sensor" message with the adc freestyle libre sensor on the 12th day of wear. The customer experienced symptoms described as "heavy legs" and confusion. A doctor was called to the customer's home and the customer was treated with insulin (dose/type unknown), and received non-diabetes related medication of buscopan. There was no report of death or permanent injury associated with this event.